Event description:
A facility returned the cusa clarity console- pool unit (c7000p) to our service & repair department, and during evaluation by an integra technician, the unit was in working order, but they noticed that it had a strong smoky odor. There was no patient involvement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console- pool unit (c7000p) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - investigation of the returned unit shows a broken contamination guard within the aspiration port which could have caused customer complaint. To resolve the issue, the broken piece has been removed, preventative maintenance procedures performed, and all operational and functional testing were successfully passed. Root cause - the root cause is confirmed to be damaged/broken contamination guard within the aspiration port due to an unknown incident in the field. The smell of smoke bovie may be due to the damaged contamination not being able to function correctly and clear the smell. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.